Manufacturer narrative:
Upon investigation of the actual device used in this incident it determined that device not communicating. A technical support specialist has confirmed that the hospital's information technology department successfully pinged the device internally, verifying its online status. Additionally, a network guide was provided for the hospital's information technology team to check if the network ports are open. Confirmed that the station is now operational again. The system functioned as intended after technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that the pyxis medstation es system device not communicating. A customer indicated that there was a delay in the dispensing of medication caused by a malfunction of the drawer. There were no adverse events or injuries reported based on this event.